Event description:
The sheath kinked. The sheath was not returned to datascope for evaluation. The following was reported to datascope on 9/26/97; during insertion of the sheath by the physician, the sheath kinked. The sheath was removed. Event complications: unk - rpt'd 8/21/97; none - rpt'd 9/26/97. Pt current status: unk - rpt'd 8/21/97.